Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the handle was inserted into a shell during a laparoscopic proctectomy, the used shell error was indicated on the screen. Another handle was tried to be connected but used shell error. Another shell was used. Although the shell was connected, it did not react, and the screen did not switch to the next display. Another device was used but there was still no reaction. A third shell was used and finally worked as usual. The surgical time was extended by more than 30 minutes. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection found no visual abnormalities with the shell. However, the clamshell was not recognized when a test handle was fully seated in within it. An adapter was connected to the clamshell, but the adapter was also not recognized. After removing the adapter, the handle displayed a used clamshell graphic. This graphic persisted after the removal of the clamshell and only disappeared after the handle was reset. A review of the system logs showed that the handle was not allowed to fire because the handle was unable to initialize and calibrate the adapter. The handle never established communication with a clamshell, and when it recognized the adapter it was unable to initialize the adapter. It was reported that the handle displayed a used shell swimlane. The reported issue was confirmed. The most likely cause was traced to device design. The evaluation detected an unreported condition: the clamshell was not initially recognized. The clamshell not being recognized is due to a poor internal connection in the clamshell connector. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate both of these issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.